Event description:
Patient was revised to address femoral stem and sleeve loosening. Clinical.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 7/14/2014-pfs and medical records received. After review of the medical records the revision operative note confirmed a loose stem and sleeve with subsidence.there is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Update rec'd 7/14/2014-pfs and medical records received. After review of the medical records the revision operative note confirmed a loose stem and sleeve with subsidence. There is no new additional information that would affect the existing MDR decision. (B)(4). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, the complaint is not product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient was revised to address femoral stem and sleeve loosening. (B)(4). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.